Manufacturer narrative:
Date received by manufacturer: 05jul2019. Date of report: 05jul2019. The gas delivery system (gds( was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that a defective u1 component on the air flow sensor caused the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :24apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When t he oxygen concentration was set to 100%, the value measured was 94.5%. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.